Event description:
Note: event date is unknown. It was reported to boston scientific corporation that an encore 26 inflation device was used during a biliary dilatation procedure. According to the complainant, the gauge of the device did not work although the balloon did not inflate. The procedure was completed with this device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).